Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had broken MRI battery housing. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d4: UDI -(B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a damaged battery holder assembly. The customer reported complaint was confirmed. The cause of the issue was found to be from an impact of the device. The battery holder assembly was replaced as well as the MRI battery, sintered filter, o rings, and defective alarm reed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
Additional information received via email. The vent was not in use. There was no patient involvement.